Manufacturer narrative:
The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. Filled a test reservoir/infusion set with water. Removed all the air bubbles. Pump was programmed and run a 5-unit bolus. The test reservoir/infusion set was monitored, and no air bubbles were created. No air bubbles anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 11-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 11-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 11-mar-2025 and related svn# (B)(4) event date of 11-mar-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 12:23:00.000, (B)(6) 2025 14:38:00.000, sensorerroralert (801)was found on: (B)(6) 2025 15:34:46.000, the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 6. No pump/mobile (bluetooth) communication anomaly noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.60 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case - battery tube side of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for air bubbles anomaly and pump/mobile (bluetooth) communication anomaly were not confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer went to their healthcare provider's office for manual injections. Emergency medical services was not dispatched nor was the customer in the emergency room.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, pump was dropped and not working. Customer reported blood glucose value of 600 mg/dl. Customer was treated with manual injection and emergency medical service/ambulance/emergency room visit. The event involved product(s) mmt-1884, unk_reservoir, unomedical, unk_sensor. Troubleshooting was performed and customer confirmed that pump functionality was affected. Customer was not using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unk_reservoir. No product return is required for unomedical. No product return is required for unk_sensor. The customer will discontinue to use the insulin pump.